Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
Before operation patient condition was stable. Fsca premature battery depletion with implantable cardioverter defibrillator (B)(6) 2016. No abnormal battery depletion. Patient did not receive any inadequate therapies due to this device. Elective replacement. After operation patient condition was stable. There are no further information regarding this event. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.